Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were confirmed through review of the event history log. Eval also found the force required to secure the door to be above expected levels which may cause the unit to alarm door not fully latched. The unit was reworked per baxter's service procedure to correct this condition.

Event description:
It was reported that a spectrum pump had door not fully latched alarms. Any pt involvement, injury or medical intervention is unk.